Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported artificial urinary sphincter implant with the existing sling cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot/serial numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the sling - mens instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a sling device implanted. During ongoing use of the sling device, the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device.